Event description:
The pt received a scs system on (B)(6) 2010. It was reported on (B)(6) 2011 that the pt lost stimulation and all the contacts on the lead are invalid. The pt's doctor is considering a lead replacement. No further info is available at this time.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion s to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.